Manufacturer narrative:
The instructions for use for the implanted wrist arthrodesis nail system states the following: "all unicortical screws must be implanted and fully tightened into the radial and metacarpal nails to maintain the integrity and strength of the finished construct. If the unicortical screws are not attached and/or fully tightened, a non-union, delayed union or construct failure may occur." The provided fluoroscopic images of the failure indicate that the surgeon likely selected a screw that was too long and was therefore unable to be fully tightened; this is supported by the surgeon's decision to use a shorter screw during the revision.

Event description:
A unicortical screw backed out of an implanted metacarpal nail within the first 10 days of implantation.